Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the magnet was missing on insep. The field service engineer replaced insep to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service engineer while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer was not sensing closed. The customer added that this malfunction occurred during the user trying to issue medication to patients. However, there were no adverse events or injuries reported based on this event.